Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an impedance issue. The patient reported a yellow warning box on their controller and was not able to turn the system to MRI mode. After interrogating they system, it was determined that there were impedance issues. The patient underwent surgical intervention and found that the right extension was twisted. The extension was replaced and the impedances returned to normal. Effective therapy was restored post operation.